Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a small amount of diluent was dripping from the tip of the manual sample probe on the coulter lh 750 hematology analyzer. The leak was contained in the instrument. The customer was wearing proper personal equipment (ppe), including a lab coat and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No samples were affected or reported as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and indicated that the leak was not at the manual probe. The leak was coming from a pin-size hole in the tubing at the vl59 to the left of the shear valves. The fse replaced the related tubing and the aspiration pump (unrelated to the reported issue). Failure mode: pinhole in tubing at vl59. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).